Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on (B)(6). The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the ¿replace generator soon¿ message was displayed on the patient controller indicating the generator was approaching its end of service. The ipg log was assessed and the ipg was not at a true eri, the elective replacement indicator message displayed was premature.